Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): clarification of the original investigation results by product analysis: the rubber keypad cover was found to be torn through the ok button and completely around the up arrow, down arrow and contrast buttons, exposing the button contacts.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be torn through the ok keypad button and the keypad cover was completely missing around the up/down arrow keypad buttons. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. There was no activity outside normal use observed in the black box or pump download history. Evaluation revealed that the up/down arrow and ok keypad buttons were intermittently responsive. The contrast button was found to be unresponsive; the contrast button has no effect on insulin delivery function. There was evidence of contamination found under the key contacts. The pump cover was removed and the keypad trace was found to be damaged on the contrast button and all key contacts were found to be inverted. Audio test was unable to be performed due a damaged contrast button. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, evaluation revealed a scratched display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Use error contributed to the reported event as the patient continued to use a damaged pump during insulin pump therapy.

Event description:
On (B)(4) 2012, the reporter contacted animas (anm) on behalf of her grandmother (the patient) alleging that keypad button presses did not activate desired pump functions. The reporter did not allege any harm or injury because of the reported issue. The reporter admitted, however, the intermittent tactile/responsiveness issue occurred after the entire keypad peeled off of the pump. The reporter indicated that the keypad came off 5-6 months earlier. The patient reportedly continued to use the pump although the keypad had peeled off and the pump was intermittently unresponsive to button presses. At the time of contact with anm, the patient was using a backup plan for insulin delivery and was not currently using the subject pump. The reporter mentioned that on (B)(6) 2012, the patient was hospitalized for dka. She was treated with IV insulin. On (B)(6) 2012, the patient reportedly had blood glucose (bg) levels of '500 to 600 mg/dl.' The alleged keypad issue was not resolved with troubleshooting. During review of the pump, the device's date/time were found to be incorrect. Also, the pump's history revealed that the patient only took two insulin boluses during the month of (B)(6). The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient was hospitalized for dka. However, at this time, it is unclear if the alleged keypad issue, date/time issue, and/or use-error contributed to the patient's injury. The reporter admitted that the patient continued to use the pump although she was aware of the alleged keypad issues.